Event description:
During mapping with navistar catheter, the pt's blood pressure decreased gradulaay. When the blood pressure reached 60's, the physician performed echocardiography and founs cardiac tamponade. Pericardial drainage was performed immediately. The blood pressure went back to normal level. The pt stable.